Manufacturer narrative:
The reported event of capture issue and sensing noise were not confirmed. The device was received with normal output and telemetry communication. Analysis performed including header evaluation, output verification, capture tests, and crosstalk did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
It was reported that the device exhibited a loss of ventricular capture due to noise. When the device was tapped or manipulated or a hand was placed on the left shoulder of the patient, loss of ventricular capture occurred. Noise on the ventricular lead was noted. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.